Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on an unknown date allegedly due to elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.(B)(4).